Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep installed a new software image on the hard drive. The system operates as intended.

Event description:
The customer reported that the system does not boot up. No pt injury was reported.